Manufacturer narrative:
The subject device was returned to olympus. Device incoming inspection, the following were noted: due to wear of angle wire, bending angle in up direction does not meet the standard value. Insertion tube/connecting tube snaking. Mouthpiece is loose. Distal end needs to be replaced. Scope connector needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the customer received a loaner scope, performed microtesting before use and device came up with a positive result. According to the report, customer performed two culture test and both came up positive. Customer did not provide the culture results and cds checklist requested by olympus. Multiple follow ups were made however, were unsuccessful as no response received from the customer. There is no patient infection associated on this event reported. Issue was found during reprocessing, culture testing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, no abnormality or leakage from the channels was found during inspection, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.